Event description:
It was reported that the ventilator was not cycling while connected to a pt. The pt was placed on a backup ventilator and the problem was corrected. No pt harm reported. The pt's o2 sat dropped to as low as 85% while he was on the ventilator during this occurrence. It is unk if the ventilator alarmed when the reported problem occurred.